Event description:
Patient was revised to address pain, cup loosening, and metallosis.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Update: (B)(6) 2013 - medical records were obtained. Medical records indicate patient was revised due to adverse reaction, infusion, soft tissue involvement, damaged dark-stained tissue, and large dark-stained, cloudy effusion. The information received does not change the MDR decision. The complaint was updated on: (B)(6) 2013.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). Depuy still considers this investigation closed.

Event description:
Update rec'd 04/24/2014 - litigation received. Litigation alleges disability and elevated metal ion levels. There is no new additional information that would affect the investigation. This complaint was updated on: 05/15/2014.

Manufacturer narrative:
(B)(4).

Event description:
Operative reports and sticker notes received. After review of this document, patient was revised due to adverse reaction to metal wear debris. Operative notes reported of large cloudy dark stained effusion and abductors were compromised due to metallosis involvement. It was also indicated that the patient was quite symptomatic with pain and findings showed significant soft tissue involvement. Clinical notes reported of shortening of leg.

Manufacturer narrative:
(B)(4). Investigation summary: this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.